Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. Unable to verify off no power alarm due to blank display. Device had minor scratched lcd window, cracked display window corner, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's parent reported via phone call that the insulin pump had off no power alarm and blank display. The blood glucose level at the time of the incident was 131 mg/dl. Troubleshooting was performed and the issue was unresolved. It was also reported that the pump did not alert low battery prior to off now power alarm. Battery compartment and spring were corroded. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.